Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012592878 was returned and analyzed. Visual inspection was performed and no anomalies were identified during external visual inspection of the shaft and handle segments. On the spiral array segment, an exposed electrode wire was observed, an inverted array was observed, and the proximal end of nitinol array wire was observed to be dislodged from dual lumen. The printed circuit board assembly chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Prior to the guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution (discide). During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. The guidewire extended from the tip of the catheter about 2.5 inch and was stuck due to the dried blood. The guide wire was removed with resistance and found dried blood 5 inches from the tip. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. During inspection of the spiral array segment, the proximal end of nitinol array wire was observed to be completely dislodged from the dual lumen. During inspection of the shaft segment, residue was observed to be stuck on the guidewire in the guidewire lumen. The capture device distal inner diameter 0.140" (must be 0.141"± 0.003) and proximal inner diameter 0.280" (must be 0.282"±0.002) were measured, no defects observed. In conclusion, the reported entrapment issue occurred during the procedure and could not be confirmed during analysis but the loop catheter failed the returned product inspection due to an inverted array, exposed electrode wire, nitinol array wire dislodgement, exposed angled array arm, and residue on the guidewire inside the guidewire lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulsed field ablation catheter, there were steering and deflection issues. The guidewire became jailed in the catheter, and it was not possible to advance or retract the wire. Attempts to recapture the array were unsuccessful, but partial capture was achieved, allowing the catheter and sheath to be backed out into the inferior vena cava (ivc). Upon removal of the catheter, tissue was found lodged around the wire and inside the wire lumen, which had caused the wire to be jailed. The catheter was replaced to resolve the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.